Event description:
It was reported that device could not be interrogated. Multiple attempts to interrogate the device failed. It was suspected that the battery had depleted. The device was explanted and replaced. The patient was discharged in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of an inability to interrogate the device was confirmed in the laboratory. Upon receipt, no communication could be established between the device and programmer due to a low battery voltage. With an external battery source attached, the device functioned normally. The device was tested on the bench as well as using automated test equipment and power consumption was normal. The original battery was sent to the vendor for further analysis. An internal anomaly within the battery was observed.